Event description:
A patient contacted baxter's technical service center regarding feeling overfilled, which occurred on the homechoice pro (hcp) during use during dwell 1 of 4. The patient stated she felt overfilled. The patient stated she got the hcp two days ago and was now feeling overfilled in dwell 1 of 4. The patient stated she did a 2000ml manual fill before getting on the hcp. The patient stated there were no low drain volume alarms during the initial drain. The tsr had the patient sit up for draining. The patient drained out 4306ml. This met increased intra-peritoneal volume (iipv) criteria (any therapy where the patient volume exceeds 160% of the maximum prescribed cycle fill volume). The tsr had the patient check the initial drain alarm and it was 800ml. The tsr recommended the patient speak to her registered nurse (rn) about the initial drain alarm setting since the patient does a 2000ml manual fill before getting on the hcp. The tsr recommended the patient end therapy for the night and call the rn about the iipv. The programmed therapy was continuous cycling peritoneal dialysis/intermittent peritoneal dialysis with a total volume of 10000ml, a total time of 9:00 hours, a fill volume of 2500ml, a last fill volume of 200ml, a dextrose setting of same, an initial drain alarm of 800ml, a comfort control setting of 36 degrees celsius, and the last manual drain setting set to no. There was patient involvement, but there was no patient injury or medical intervention indicated at the time of the initial report. Product surveillance contacted the registered nurse (rn) on (B)(4) 2012, regarding the reported iipv. The rn stated she was aware of the event and that the clinic's baxter representative had visited the clinic and the issue was addressed. There was no patient injury or medical intervention reported. The rn did state that the patient was no longer performing automated peritoneal dialysis (apd), but rather would be performing continuous ambulatory peritoneal dialysis (capd). No further information was provided.

Manufacturer narrative:
(B)(4). The device is not available at this time. Should additional information become available, a follow up MDR will be submitted.

Manufacturer narrative:
(B)(4). This complaint for increased intra-peritoneal volume (iipv) was confirmed. Based on the information gathered during baxter's investigation, the root cause of the report was insufficient drain due to a false empty detect and use error, the initial drain alarm setting being inappropriately programmed. The label review found the labeling adequate for the use error in this complaint. This issue is being investigated through CAPA. Should additional information become available, a follow up MDR will be submitted.

Manufacturer narrative:
(B)(4). A service history review revealed no previous service events that were related to the reported condition of increased intra-peritoneal volume. A device history record review identified no issues that were related to the reported condition of increased intra-peritoneal volume .